Event description:
It was reported that an asymptomatic patient presented with stored episodes of non-sustained lead noise (nsln). Review of the strips showed isolated preventricular complex event triggering nsln. Programming changes were recommended. Two weeks later, patient presented in-clinic for follow-up with device that was post-paced t-wave oversensing noted on real-time egm. Recommended reprogramming was done and resolved the issue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).